Manufacturer narrative:
The glidescope core 15-inch monitor was forwarded to verathon canada for further investigation. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care procedure, using a glidescope core 15-inch monitor, the image would go dark. A delay in the procedure of an unknown duration occurred as an undisclosed backup device was obtained. No harm to the patient or user was reported.

Manufacturer narrative:
The glidescope core 15-inch monitor used in the procedure was returned to verathon for evaluation. The core 15-inch monitor was forwarded to the sustaining engineering team in burnaby, canada for in-depth analysis. Due to the extensive testing performed by the sustaining engineering team, it was thought that the device might have incurred damage, so verathon, as a precaution, took the initiative to replace the core monitor. The sustaining engineer was unable to confirm the dark image issue. Verathon has completed its investigation of the reported dark image issue for the combination of the glidescope 15-inch monitor in conjunction with a glidescope bflex single-use bronchoscope in CAPA-2021-0003. Measurements of the analog video signal were taken when a dark image was displayed. The analog video clock signal timing was observed to be delayed, resulting in the transmission of the dark image. A design review was conducted, the delay was determined to be result of two resistor sets in the bflex receptacle. Improving one or both resistor sets was shown to reduce or eliminate the instances of dark image. Verification samples were produced with the component improvements made on the bflex receptacle, design verification was completed, and an engineering change order (eco) was released to implement the changes. As part of the investigation a post launch risk assessment (plra) was performed. The plra determined that the observed severity and probability of occurrence for this failure mode were in alignment with the predicted severity and probability of occurrence. During the plra, complaint data was reviewed. In all instances the user completed an unplug/plug sequence to restore functionality or switched to a backup device to complete the procedure. No adverse events were reported. Based on this review of the system risk assessment and the complaint data no additional action is required, verathon will continue to monitor for trends. All forward production incorporates this change.